Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that before implanting the intraocular lens (iol) the plunger pushed lens from side, but the lens would not advance past the narrowed aspect of the cartridge. In the surgeon¿s opinion, bent plunger caused or contributed to the event. Surgeon also stated that there was no problem before or after this event with that same plunger. The procedure was completed with another lens.